Event description:
At about 1 month from the primary, the patient came in presenting pain due to a peri-prosthetic fracture and the cause is unknown. The surgeon cabled the fracture and revised the 40mm biolox l head to a 40mm biolox xl head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 july 2026 stem: amistem-p collared 01.18.448 amistem-p collared lat. Size 8 (k173794) lot 2520684: (B)(4) items manufactured and released on 22-may-2024. Expiration date: 05-may-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold. Root cause: based on the information available, no definitive root cause can be established. The absence of x-rays and further clinical details does not allow a more precise conclusion. The device history record review did not indicate any potentially related manufacturing issue, and there is no indication that a device-related issue may have caused or contributed to the event.